Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The target was -0.64 diopters and the postoperative refraction was +6.00+4.75x45. According to the surgeon, the iol did not cause/contribute to the outcome. The surgeon did not provide a potential cause. Additional information has been requested.